Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro xenon light source was in the process of using the device and the light source could not be turned on, the automatic brightness adjustment failed detection and had to use the manual adjustment of the source brightness for surgery. The issue occurred during the therapeutic lithotripsy procedure, which was completed with no delay with the same set of devices. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation was not done. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.